Manufacturer narrative:
Medical devices cont: 4076 lead implanted: (B)(6) 2007; 4193 lead implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular lead triggered an alert for high rv coil impedance. The alert setting was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.